Manufacturer narrative:
H3, h6: it was reported that a right hip revision surgery was performed due to squeaking, pain and pressure, vision change, and taste change, chromium serum level was elevated to 8.7 and cobalt was approximately 4. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation and the cup remains implanted. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and the head, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. Based on the reported symptoms it cannot be concluded that the events of squeaking, pain and pressure, vision change, and taste change, chromium 8.7 and cobalt approximately 4 were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that after a total hip replacement in the right hip using the bhr system performed on (B)(6) 2019 the patient started to present symptoms of squeaking, pain and pressure, vision change, and taste change. At that time, chromium serum level was elevated to 8.7 and cobalt was approximately 4. These adverse events were resolved via revision surgery performed on (B)(6) 2022 where the femoral head was explanted. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that after a total hip replacement in the right hip using the bhr system performed on (B)(6) 2021 the patient started to present symptoms of squeaking, pain and pressure, vision change, and taste change. At that time, chromium serum level was elevated to 8.7 and cobalt was approximately 4. These adverse events were resolved via revision surgery performed on (B)(6) 2016 where the femoral head was explanted. No further complications were reported.